Event description:
"Per calling to patien on (B)(6) 2020, to verify status of (B)(4), she verified it's still implanted because they couldn't remove it, they could not remove the leads." Ra lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).